Manufacturer narrative:
Review of the device history record revealed nothing relevant to this event. This is the first complaint reported for this part number. The customer indicated an allograft and another company's device were also implanted during the case. Infection reports, however, are usually a result of cross-contamination in the clinical setting during the procedure or the length of the stay. This event is not considered a product related issue.

Event description:
Patient presented an infection 6 weeks post acl reconstruction. Patient was hospitalized for 5 days and 2 wash out procedures were performed. Patient now at home with intravenous antibiotics. Allograft and a different company's femoral fixation devices were also implanted. Infection source unk. Additional interventions were required on two days to treat patient's condition. Follow up with rn revealed patient remains at home and appears to be improving slowly. Patient is also taking oral antibiotics. This device is used for treatment.